Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after eating and announcing dinner, the ilet user experienced prolonged hyperglycemia, with blood glucose rising for over an hour before beginning to decline; at the time of contact the glucose was 316 mg/dl and the user had 16.32 units of insulin on board, and follow-up confirmed glucose subsequently returned to target range. Symptoms included hyperglycemia. Outcomes included transient elevation of blood glucose without hospitalization. Investigation included review of user-reported blood glucose data and follow-up trend assessment. Investigation of this case revealed no device malfunction reported, with trend data indicating spontaneous correction while insulin on board was present, and troubleshooting and education were completed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.